Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay patient's husband contacted lifescan (lfs) alleging that the patient's one touch ultra link meter read inaccurately. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation because the mss was not able to contact the husband at the phone numbers provided. The husband claimed the product issue started on the morning of (B) (6) 2010. The husband said the patient took an [insulin] bolus per her insulin pump in preparation for drinking 31 carbs of ensure. It is not known whether the patient tested her blood glucose with the reported product before she took the insulin bolus. According to the husband, the patient passed out after taking the insulin bolus and ems was called. The ambulance attendants reportedly obtained a reading of 17 while in the ambulance and treated the patient with IV glucose. The husband said the patient compared her meter readings to the hospital meter readings while she was hospitalized. He gave the following comparison example: one touch ultra link reading of 99 mg/dl and hospital meter reading of 177 mg/dl obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The csr was unable to walk the husband through a control solution test because the patient did not have control solution. The patient's products were replaced. This complaint is reported because the patient's husband alleges that the lfs product read inaccurately and the patient passed out after taking an insulin bolus via her insulin pump.